Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: rt(r). The actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Terumo medical corporation received the following reported information: the wire exit port on the proximal end of the dilator was bent/pinched and would not accommodate the wire. The issue was noticed before removal of procedural sheath; therefore, another angio-seal was used to achieve hemostasis. A 6 french procedural sheath was used.